Event description:
I had the procedure for essure done in 2010. About 5 months after the procedure I began to develop problems. I disclosed at my pre op appointment that I had an allergy to metals and was not aware until I received my ID card that the essure coils were made from nickel my ID card that the essure coils were made from nickel titanium alloy. Since then I have began to produce ovarian cysts, painful and irregular menstrual cycles, headaches and numerous other side effects. I have had ultrasounds and many other visits with my physician about the possibility of essure being the issue with no luck. I intend on getting a second opinion (B)(6) 2014. I did not have any problems before with these symptoms until after essure was inserted and all I want now is for them to be out of me so I can continue my life healthy with my young children. I'm only (B)(6) and am praying that a partial hysterectomy will be one of my options to head in the life direction I want to so that I can once again enjoy life without being in constant pain. Thank you, (B)(6).